Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: when the customer inserted the venflon on a patient, he discovered that the end plug was very well attached to the end piece of the product. He has talked to other colleagues at the hospital, and he got the same feedback regarding this incident, across clinics at the same hospital. They have experienced that the plug is very well attached to the end piece, which then means that the entire end piece with the plug comes loose, which in turn leads to blood leakage during insertion. The customer describes that the plug was "looser", easier to unscrew from the end piece before this autumn - and that they now experience a change of the product. It turns out that this incident also has happened with venflon pro safety in the following sizes: 22 g, 20 g, 18 g.

Event description:
When the customer inserted the venflon on a patient, he discovered that the end plug was very well attached to the end piece of the product. He has talked to other colleagues at the hospital, and he got the same feedback regarding this incident, across clinics at the same hospital. They have experienced that the plug is very well attached to the end piece, which then means that the entire end piece with the plug comes loose, which in turn leads to blood leakage during insertion. The customer describes that the plug was "looser", easier to unscrew from the end piece before this autumn - and that they now experience a change of the product. It turns out that this incident also has happened with venflon pro safety in the following sizes: 22 g, 20 g, 18 g. Has similar incidents been reported from europe this fall?

Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found.